Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Corrected data: additionally, please note that the following information was accidentally not submitted with the initial medwatch report: during the coil embolization procedure, there was difficulty positioning the coil within the aneurysm, and the physician made numerous attempts to position the coil within the aneurysm over a period of approximately 7.5 hours. During one of those attempts the coil unraveled and detached, and 3-4mm /tail protruded into the parent vessel without any adverse event to the patient. Additionally, no further procedures were performed or planned to treat the aneurysm or the coil protruding in the parent vessel. The event occurred during repositioning/withdrawal from the aneurysm, and after the event, there were no attempts to remove the coil from the site. During repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. An adequate continuous flush was maintained through the sl 10 microcatheter (mc) at all times. A balloon remodeling device was utilized during the procedure. The mc was not re-shaped prior to use with the shaping mandrel. During insertion, no resistance was met or additional force utilized to advance or remove the coil/delivery system. The microcatheter was not kinked. After the delivery system was loaded into the microcatheter, no damages were noticed on the device. Other than the reported event, no other damages were noticed with any other section of the device. Medication given consisted of aspirin and plavix. The target site was a tortuous (ica) internal carotid artery with a sidewall aneurysm that measure 3.5x5mm. The procedure was completed. No further information was available. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Introducer was not received for evaluation. Hypotube was inspected and it presented kinks. Support coil presented kinks/bends. Gripper presented a kink in proximal side. Embolic coil was not provided for evaluation. Gripper and purge hole were inspected under microscope and it presented a kinked/bend condition while the purge hole presented no anomalies that can contribute in the reported failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15227352 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Reported failure by the customer as coil unraveled could not be evaluated due to it was not returned for evaluation. Reported failures as protrusion and premature detachment could not be evaluated during the analysis; however the device meet with the specification requirements and does not presented any anomalies that can contribute with these failures. The cause of the kinks and bend noted in the device could not be conclusively determined, nevertheless neither the analysis nor the DHR suggest that manufacturing process could be contribute to the damages noted in the device and failures experienced by the customer. In addition inspections are in place that prevents these kinds of damages leaving from the facility. The conditions of the received product suggest that procedural factor could be contributed on the damages noted (kinks and bend in hypotube and in the gripper), however the root cause remains inconclusively and undetermined; therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Introducer was not received for evaluation. Hypotube was inspected and it presented kinks. Support coil presented kinks/bends. Gripper presented a kink in proximal side. Embolic coil was not provided for evaluation. Gripper and purge hole were inspected under microscope and it presented a kinked/bend condition while the purge hole presented no anomalies that can contribute in the reported failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15227352 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Reported failure by the customer as "coil unraveled" could not be evaluated due to it was not returned for evaluation. Reported failures as "protrusion and premature detachment" could not be evaluated during the analysis; however, the device meet with the specification requirements and does not presented any anomalies that can contribute with these failures. The cause of the kinks and bend noted in the device could not be conclusively determined, nevertheless neither the analysis nor the DHR suggest that manufacturing process could contribute to the damages noted in the device and failures experienced by the customer. In addition, inspections are in place that prevents these kinds of damages leaving from the facility. The conditions of the received product suggest that procedural factor could be contributed on the damages noted (kinks and bend in hypotube and in the gripper), however the root cause remains inconclusively and undetermined; therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
There was difficulty positioning the 3.5x5 trufill orbit mini complex fill coil within the aneurysm with use of balloon remodeling technique. After numerous attempts to reposition the coil over a period of approximately 7.5 hours, during one of the attempts to reposition, the coil stretched and detached. The tail of the coil was left protruding 3-4mm into the parent vessel of the aneurysm. The event occurred during repositioning/withdrawal from the aneurysm. During repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. There were no attempts to remove the coil from the site. Additionally, no further procedures were performed or planned to treat the aneurysm or the coil protruding in the parent vessel. It was reported that the procedure was completed and there were no adverse patient events. The target site was a tortuous (ica) internal carotid artery with a sidewall aneurysm that measured 3.5x5mm. The coil was delivered through the stryker sl10 microcatheter (mc). After the stryker sl10 microcatheter was reshaped prior to use with a shaping mandrel with no damages noted on the mc. An adequate continuous flush was maintained. No damages were noted to the coil delivery system after it was loaded into the mc. During insertion, no resistance was met or additional force utilized to advance or remove the coil/delivery system. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Introducer was not received for evaluation. Hypotube was inspected and it presented kinks. Support coil presented kinks/bends. Gripper presented a kink in proximal side. Embolic coil which remains implanted was not provided for evaluation. Gripper and purge hole were inspected under microscope and it presented a kinked/bend condition while the purge hole presented no anomalies that can contribute in the reported failure. Additionally, the marks of the embolic coil in the gripper can be observed which indicates a tight press fit. Review of lot 15227352 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported unraveled/stretched coil could not be evaluated since the coil remains implanted. The cause of the events and noted damages could not be conclusively determined with the analysis; however, with review of the device history records the device met with the specification requirements and does not presented any manufacturing anomalies contributing to the reported events. The condition of the received product suggests that procedural factors may have contributed to the events and the damages noted. The IFU cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. Additionally, it precautions that if embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction; otherwise the embolic coil may have been stretched, which could lead to premature detachment or coil fracture. If a one-to-one relationship does not exist, the infusion catheter and the detachable coil should be removed as an assembly and replaced. Vessel and aneurysm characteristics, device/size selection, interaction with the concomitant balloon used with remodeling, and device manipulation are factors that may have contributed to the positioning difficulty, stretching, detachment and protrusion of the coil. With review of the available information, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The report indicated that the coil detached on its own and stretched, and a tail was left in parent vessel of the aneurysm. No patient harm occurred.